Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The guide tooth of the lead was extrinsically damaged. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high impedance. The rv lead was not used and a different rv lead was implanted instead. No patient complications have been reported as a result of this event.